Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Part manufacture date: january 26, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations. This lot met all dimensional and visual criteria at the time of manufacture that would contribute to this complaint condition. A review of the billet material device history record revealed this lot (7519085) met all specifications. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that implanted plate was broken. The plate was originally implanted on (B)(6) 2016. The removal of the fractured implant occurred on (B)(6) 2016. This is report 1 of 1 for (B)(4).